Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that the customer experienced high blood glucose events. Customer was running high at 21.0 mmol/l the night prior to call and a few hours later blood glucose reading was 26.0 mmol/l. Customer treated with a different insulin pump. Customer's parent stated that there were several insulin flow blocked alarm in the history. Customer's parent confirmed that the insulin exited after a 5 unit fill cannula was delivered. Troubleshooting was performed. Unable to check for site or insulin issues. Customer's parent was advised that there may be a possible site or infusion set related issue and advised to change the entire infusion set. The product was not returned for analysis.